Manufacturer narrative:
Although it has been reported that the device used in the reported event is in transit to navilyst medical, it has not yet been received. Upon receipt of the sample/completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
Valved port was removed from pt due to leakage of the catheter tubing. The port was replaced with no complications resulting to the pt. The used device is being returned to navilyst medical for evaluation.